Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance out of range. Technical services (ts) was consulted and noted a recorded signal artifact monitor (sam) episode. The lead is exhibiting noise signals; the ra channel is going flat until the minute ventilation (mv) chop appears. Loss of capture (loc) is suspected to be present. Ts suspects lead fracture, but hasn't been confirmed. The lead remains in service. No adverse patient effects were reported.